Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: product appropriateness and patient candidacy could not be fully assessed due to lack of information. Product use was incongruent with the IFU due to: aorto-iliac occlusive disease and stenosis of the aorta (5 mm) and iliacs (approximately 9 mm) diameters. Cautionary product use conditions that might have contributed to this event included: significant calcifications throughout the aorta. The patient's medical history included current tobacco use, and occlusive vessel disease prior to the stent placement most likely contributed to this event. The total occlusion of the graft, the subsequent conversion, and, the final patient outcome could not be substantiated due to lack of information. It was reported that the patient was doing well post an open repair. A manufacturing record review was performed, the lot met all release criteria with no issues deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the occlusion event could not be conclusively determined; however, the patient pre-existing condition and anatomy are likely contributing factors. There is no evidence that the device was a factor.

Event description:
It was reported that approximately 1 month post implant of a bifurcated device the graft was found to be completely occluded and thrombosed off on (B)(6) 2014. The patient had an open repair and an aortic iliac open repair on (B)(6) 2014 and the bifurcated device was bypassed. The patient is doing good.